Event description:
Customer reported an alleged over-infusion of versed. 50 cc bag of versed hung approximately 05:11. Multiple flo-stop alarms noted in event log. Log indicates flo-stop was open two times, possibly allowing a free-flow. No patient injury or compromise was reported.